Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pc units displayed "replace battery" upon powering on. The issue was observed by bd representative during their site visit. It was reported that the devices were not in patient use at the time and were either in equipment supply rooms or empty patient rooms on departments and were removed from service and tagged for hospital biomed inspection and repair. It was reported that the "tickets" were submitted internally by hospital staff. There was no patient involvement.